Manufacturer narrative:
The product has been requested, and a follow-up will be submitted once results become available.

Event description:
Customer reported missing and incomplete segments on her meter and receiving lower readings as compared to the results of another adc meter. The customer reports receiving a reading of 107 mg/dl with a comparison reading of 218 mg/dl within a ten minute timeframe. She then states she felt "weak, dizzy, shaky, lightheaded and faint" and increased her insulin dosage. She reports being seen at a local "senior care center" where she was diagnosed with diabetic ketoacidosis and treated with more insulin. There was no report of death or permanent impairment in this case.